Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Upon interrogation, it was discovered the implantable cardioverter defibrillator delivered inappropriate high-voltage therapy for an atrial arrhythmia. Programming changes were made and the patient was stable.